Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. The blood glucose reading was 125mg/dl. It was stated that the battery was changed several times and had the insulin pump rest for five minutes, but the frozen display continued with the time clock not advancing. No further information was provided.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. No blank display, unexpected bubbles pop up on display or unexpected alarm during testing. No damage found on the connector and lcd isolation tape noted. The insulin pump received with cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tibe window, scratched case and cracked battery tube threads.